Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient presented for implant procedure. Upon post implant interrogation, the patient's implantable cardiac monitor(icm) exhibited noise and missing electrocardiogram. Programming changes were made, but re-interrogation had the same results as the first attempt. The icm was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis results: analysis was normal. No anomalies were found.